Event description:
Stryker sustainability ligasure impact was being used by the surgeon and within a few minutes stopped working. Message on generator read, "instrument faulty." A new ligasure was then obtained and utilized with no further problems noted.